Manufacturer narrative:
Interventional platform quality & clinical effectiveness manager. No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported pcea microbore tubing was leaking near the proximal site. It was reported that numerous pcea tubing have been leaking at the same location . There was no patient harm. The events occurred in the (B)(6). Although requested, no additional information about the patient, medication, or event provided.